Manufacturer narrative:
One unknown 3i screw was returned for investigation. Visual evaluation of the as returned products identified fracture across the screw threads. Functional testing could not be performed due to the nature of the devices and event. No pre-existing conditions were noted. The devices had been placed on tooth #19 (universal) for approximately 2 years. X-ray & picture evaluation: x-ray and picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Information identified: warnings and precautions. Per the applicable IFU, breakage/device failure may occur following improper techniques used and when device is loaded beyond its functional capability. DHR & complaint history review: DHR and complaint history review could not be performed since the lot/item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, the reported malfunction did occur and the event was confirmed. ]

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided. Catalog and lot number not provided. Manufacturing date is unknown.

Event description:
It was reported that the abutment screw fractured inside of the implant. Patient will return for additional appointment. Tooth #19.